Event description:
Event: stent migration and surgical repair. It was reported that the stent was found to have migrated distally. The device was implanted approximately 2 years ago. The surgical repair of the superior end of the ancure graft that had migrated was successful. The physician first clamped above the renal arteries, then removed the superior end of the ancure graft and clamped below the renal arteries. A dacron graft was sutured to the infrarenal aorta and to the middle of the ancure graft. The iliac limbs of the ancure graft were in good position and functioning well. There was no kidney damage. The post-operative exam of the pt indicated the pt is doing well.